Manufacturer narrative:
Follow-up # 1 ¿ (6/17/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (b)(5) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2 message. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2013)-device evaluation: the test strip retain has been evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips retain failed testing in the 300 mg/dl range. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 about 8pm. The patient manages her diabetes with insulin. At the time of the alleged issue, the patient administered self an increased dose of novolog insulin (2 units). After, the patient claims she felt symptoms of shaky and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.